Event description:
It was reported that the pacemaker exhibited premature battery depletion. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of displayed high current drain was confirmed. Based on the provided information, the inappropriate presented high current was due to an inappropriate handling of the high output event calculation.